Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an "oxygen not available" alarm. The device was in clinical use when the issue occurred; the patient was moved to a different v60 ventilator. There was no medical intervention or delay in therapy reported. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "oxygen not available" alarm. The customer then reported that a test run was performed under the same conditions, but the issue was not duplicated. The device was evaluated by a service engineer (se), and it was reported that the issue was not duplicated while a running test. The se did confirm that the a "check vent: oxygen device failed" (1111) and "oxygen not available" (1208) were observed on the event log. A functional test including an inspection of the oxygen unit was performed; however, no abnormalities were found. Apart from machine malfunctions, "oxygen not available" can occur if a temporary flow exceeds the leak correction capacity due to circuit opening or similar issues. The se performed a cleaning, and a run test and a functional test were performed. No further actions were performed by philips for the report malfunction, and no parts were replaced.